Event description:
The international customer reported the ventilator is unable to transition from ac power to backup battery. The customer reported patient involvement with no harm to the patient.

Manufacturer narrative:
Patient information was requested and the customer declined to provide the information.